Manufacturer narrative:
(B)(4). Date sent: 4/9/2020. Investigation summary: the device was returned with no apparent damage. In addition, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t40u2a. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Following information has been requested, to date no response has been provided: please confirm, did the blade tip brake off? Or if the problem is in the white tissue pad. Is the white tissue completely missing from the clamp arm of the device? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroidectomy procedure, within the first few minutes of the procedure, the tip fell off¿. Not able to clarify if they're referring to the active blade or the inactive pad at this time. The patient was not harmed by this issue. A new device was opened and used for the remainder of the case, without issue. A 3-5 mins delay occurred.